Manufacturer narrative:
Per the customer supplied qc documentation, both levels of vitamin b12 qc performed after the event failed. Per the customer, a routine system check was performed after the event on (B)(6) 2010 which failed. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse performed troubleshooting and routine system verification and no issues were found. The fse reviewed the last system check and tested the system for contaminated substrate which was then verified. The fse performed a substrate decontamination procedure and a routine system check which passed within instrument specifications. The fse recalibrated all assays after verifying that instrument performance met specifications. Contaminated substrate was the root cause of this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining erroneously elevated vitamin b12 results above the normal reference range for several patients that were generated by the access 2i (lxi) immunoassay system. Subsequent testing on an alternate instrument produced lower results within the normal reference range for all of the patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.